Event description:
It was reported by the affiliate that during a lap ventral hernia procedure, the harmonic shear's active blade tip broke and was retrieved through trocar. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.